Manufacturer narrative:
Inratio precision data provided by end-user lot 070070: first test inr = 1.3 second test inr = 2.2, mean = 1.80; sd = 0.64; %cv = 36.4%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.3, second test inr = 2.2